Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system was plugged in to be calibrated, it sparked and now the mobile view station (mvs) would not hold a charge. There was no patient involved.

Manufacturer narrative:
The system was serviced in the field and failed testing due to the system not turning on. No line power was present and the mvs fuse was open. The fuse was replaced and the failure was resolved. Other relevant device(s) are: product ID: bi71000464. If information is provided in the future, a supplemental report will be issued.